Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for scale alarms several times during treatment. While troubleshooting the patient reported the current treatment data. During drain 3 the patient had a large drain of 5,196 ml. The patient did not report any discomfort prior to the drain. The cycler was replaced. During follow up the patient's clinic reported the patient did not have any adverse event related to the large drain and had not reported any symptoms of overfill. The reported large drain of 5,196 ml was 226% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.